Manufacturer narrative:
On 3/18/2024 flowrate issue was reported within zyno medical, llc which was observed during calibaration/ preventive maintenance. There is no specific cause established. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event. As this is observed during preventive maintenance, all the isssues within the pump were resolved.

Event description:
On 03/18/2024, zyno technician reported an issue within zyno, llc which is taken as an complaint that there was a flow rate issue observed during preventive maintenace/ calibration where flow rate offset% at pre-rework is 6% and flow rate offet% at post-rework is -1% . This is determined to be a flowrate unkown issue. No patient involved as this is observed during calibration/preventive maintenance